Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported per field service report: symptom - helium loss 2 alarms. Findings/action taken: able to reproduce symptom. Replaced pneumatic control switch (pcs). Ran unit for one hour. Functional check okay. On patient/ switched off patient.